Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using a prostyle after an antegrade peripheral intervention with a 6f sheath. Reportedly, the prostyle device was inserted into the patient and felt flimsy. The device was removed without deploying. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the device. The reported irregular texture "flimsy" could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, there was no other visible damage nor anomaly noted to the suture-mediated closure and repair system. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.